Manufacturer narrative:
The sample is not available for evaluation. If any further info becomes available, a follow-up report will be submitted.

Event description:
In 2008, during a follow-up call to the pt's nurse in regards to the same pt's peritonitis, sepsis and consequent death, product surveillance was informed that two months prior, the pt's wife indicated to the nurse that the pt's transfer set had become separated from the pt line. The pt's wife indicated that she proceeded to tighten the connection and continued treatment. No alarms were reported to have occurred. During investigation two months later, of a previous separation and system error 2240 (air in line) alarm that occurred in 2008, it was discovered that the pt was admitted to the hosp the following month, for restlessness and confusion from new medication to treat parkinson's disease and was diagnosed with peritonitis. A culture taken of the peritoneal dialysis (pd) effluent showed the causative organism was staphylococcus aureus. The hp was going to have his peritoneal dialysis (pd) catheter removed and get a hemodialysis port in its place; however, the hp passed away in the hosp prior to this. The pt's cause of death was cardiac arrest secondary to sepsis. The pt was not connected to the homechoice unit at the time of death. Blood cultures were not done at the hosp. The nurse indicated that the pt had been on continous cycling peritoneal dialysis prior to the incident but was not performing therapy at the time of death. The nurse did not have any further info. As it cannot be determined which of the two separation incidents may have lead to the pt's peritonitis, sepsis, and consequent death, both incidents will be investigated in parallel.